Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device changeout procedure it was discovered that the patients right atrial (ra) lead was unable to demonstrate capture, exhibited high thresholds and would intermittently capture the right ventricle. Testing was completed and the ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.